Event description:
This device was explanted for an unk reason. The following physician has left the state. This lead was retained by the hospital. Should add'l info become available, this report will be updated.